Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure for a cardiac resynchronization therapy defibrillator (crt-d) the physician attempted to place the pacing lead to correct left bundle branch block lbbb. The lead exhibited placement difficulty and the operation was unable to correct the lbbb. The pacing lead was not used and replaced.